Event description:
It was reported that a critical alarm due to motor stall occurred and was confirmed in attention dialogue box. No motor stall recovery had occurred. Per the pump logs the motor stall occurred at 2:38am on 2013 (B)(6). There were previous updates to the pump on 2013 (B)(6), 2013 (B)(6) and 2013 (B)(6) with nothing else abnormal in the logs. Magnets were ruled out. The caller indicated that the patient was going to have the pump replaced in (B)(6). Troubleshooting was performed and the pump was updated to minimum rate. The patient did not show any symptoms at the time of the report. The caller indicated that the pump initially delivered baclofen; however, was switched to clonidine for a period of time then 2 weeks prior to the report switched back to baclofen. The pump currently delivered only baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Analysis of the pump (B)(4), revealed a pump motor gear train anomaly involving corrosion and/or wear and/or lubrication as well as a stall due to shaft/bearing. There were multiple motor stalls and recoveries seen in the pump logs. The pump stalled during internal decontamination and never recovered. During destructive testing significant residue and shaft wear on the upper shaft of gear 1 was found. Some residue on the jewel where the upper shaft of gear 1 inserts into the top bridge assembly was also found.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that event was unknown; however, may have been due to premature battery depletion and ¿possible use of clonidine¿. It was confirmed that the motor stall did not recover.

Event description:
It was later reported that the pump was replaced on 2013-(B)(6). Patient status at the time of the report was no injury.

Manufacturer narrative:
Product ID 8731sc lot# serial# (B)(4). Implanted: 2008 (B)(6); product type catheter. (B)(4).